Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the infusion set tubing was twisted. The blood glucose level was high, and the patient was treated with correction injection via mdi. The patient untwisted tubing and resumed insulin successfully with no further issues. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.